Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found within the recess of the bottom cover adjacent to the pump during an internal inspection of the cycler. There were indications of discolored tubing. The cause of the observed dried fluid, and discoloration could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized for fluid volume overload. Additional information was obtained through follow-up with the patient¿s pd nurse. The pd nurse confirmed the patient was admitted to the hospital for fluid volume overload. The patient was non-compliant in following their pd prescription. This resulted in the fluid overload and hospitalization. The patient was transitioned to in-center hemodialysis (hd) as they are unable to follow their pd prescription. The pd nurse stated the hospitalization was not due to any deficiency of the liberty select cycler or other fresenius product(s).

Manufacturer narrative:
Clinical investigation: the clinical investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized for fluid volume overload. Additional information was obtained through follow-up with the patient¿s pd nurse. The pd nurse confirmed the patient was admitted to the hospital for fluid volume overload. The patient was non-compliant in following their pd prescription. This resulted in the fluid overload and hospitalization. The patient was transitioned to in-center hemodialysis (hd) as they are unable to follow their pd prescription. The pd nurse stated the hospitalization was not due to any deficiency of the liberty select cycler or other fresenius product(s).

Manufacturer narrative:
Event dates clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and the patient event of fluid overload with subsequent hospitalization. However, there is no documentation in the complaint file that there is a causal relationship between the adverse event and use of the liberty select cycler. The patient¿s pd registered nurse (pdrn) stated the cause was due to the patient not following the prescribed therapy and being non-compliant with treatment. The pdrn stated the hospitalization event was not caused by any deficiency of the liberty select cycler or other fresenius product(s). Additionally, there is no allegation of a device malfunction or deficiency reported for this fluid overload event. Based on the available information the liberty select cycler can be excluded as the cause of the patient¿s fluid overload. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized for fluid volume overload. Additional information was obtained through follow-up with the patient¿s pd nurse. The pd nurse confirmed the patient was admitted to the hospital for fluid volume overload. The patient was non-compliant in following their pd prescription. This resulted in the fluid overload and hospitalization. The patient was transitioned to in-center hemodialysis (hd) as they are unable to follow their pd prescription. The pd nurse stated the hospitalization was not due to any deficiency of the liberty select cycler or other fresenius product(s).